Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37083, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-45, lot# j0357310v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that the patient was 'recharging more than expected.' The patient stated that she 'had changed nothing and used to get about 4 weeks of use per charge, but in the last 2 months, it seemed like she was charging every 2 weeks.' It was noted that the patient called her physician about this issue. It was further noted that the patient did not have any new programs and did not increase her settings. The patient stated that 'the only thing she had go wrong was a connector pin that bent on the recharger, but it was replaced and it was working perfect.' It was noted that the patient 'fell all the time, but nothing had changed during this.' The patient stated that 'the stimulation still covered her pain, but it just felt like her charge wasn't keeping as long as before.' The patient further stated that 'she never had any overdischarges or trauma to the unit.' It was noted that the patient was not reprogrammed since implant. It was further noted that the patient only has 1 program set at 4.2 volts and had not increased the stimulation on. Additional information received reported that there was an unknown issue with the internal neurostimulator (ins). No abnormal impedance measurements were reported. It was noted that the ins was replaced. The patient was not hospitalized due to this event. No patient injury was reported.